Event description:
It was reported that a large volume infusor leaked from an unspecified location. This was found during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured june 13, 2014-june 14, 2014. The device was received for evaluation with approximately 300 ml of fluid in its reservoir and with fluid inside of the package that contained the unit, indicating leakage occurred. The device was removed from the package, and a cut in the tubing was found. The cause of the leak was determined to be the cut; however, the cause of the cut was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.